Manufacturer narrative:
Sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7012554. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a needle stick injury occurred while using a 22 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle due to the safety mechanism dislodging as it is pulled back from the needle in order to perform a venipuncture. It is unknown if the injury occurred before of after patient use or if medical interventions were provided.